Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which should not have the health professional box checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had defects of distal end and air/water leakages. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found angle lock; due to a cut on angle wire, bending section cannot be controlled at all. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus and the customers¿ allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: , the image guide bundle had significant breakages and a stain, due to a crack on distal end, water tightness was lost , the image guide corrugated tube collapse, the image guide bundle had significant breakages and a stain, , the adhesive on the bending section cover rubber was detached, ultrasound connector had a scratch, connecting tube had a dent, and the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.